Event description:
It was reported that atrial lead dislodgement occurred during the implant procedure. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.